Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level was 572 mg/dl, 457 mg/dl and over 600 mg/dl. The customer was treated with bolus and manual injection. The customer also stated that they did not allege insulin pump was under delivering. Customer was neither in emergency room nor admitted into hospital. Customer stated that auto mode feature was not active. The insulin pump will not be returned for an analysis.